Manufacturer narrative:
This event occurred in (B)(6). The customer provided the following location of this event. (B)(6).

Event description:
The customer alleged they received questionable triglyceride results on their p-module. The customer stated that on the morning of the event, the quality control was ok. Just after the sequence of high results, the quality control values were ">2sd". After being recalibrated, the quality control values came back to normal values. The first patient's initial triglyceride result was 540 mg/dl and it was reported outside the laboratory. As this value was high, the customer repeated the sample on (B)(6) 2014 and the repeat result was 150 mg/dl. The customer then repeated more samples from (B)(6) /2014, and noticed that many of them had discrepant triglyceride results. The customer provided data for 34 patients, of which 31 had discrepant results that were reported outside the laboratory. Refer to the attachment to the medwatch for the other 30 patients' results. Information on whether the patients were adversely affected was requested but not provided. The triglyceride reagent lot number was 688707. The expiration date was requested but not provided. The field service representative observed that it was possible that the problem started when the reagent lot 688707 moved from stand by to current. It was noted the customer was using the new reagent pack without performing the recommended calibration.